Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm vent inop when in use, will stop providing ventilatory support to the patient. During the service evaluation , one respironics service technician duplicated the complaint and reported tha the exhalation pressure did not drop to zero as specified. The service technician replaced the three station solenoid to correct the problem. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.